Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing soreness after a trial implant procedure. The patient underwent an early lead pull and during the procedure it was noted that one of the patients leads was cut which was believed to be caused by the patient. The remaining lead was left inside the patients body. The patient was doing well postoperatively.